Manufacturer narrative:
It was reported by the end-user that the device just started smoking from the area where the green power button is located. The end-user reported that her father gets nebulizer treatments and the device was running for approximately 10 minutes when her father was finishing up with his nebulizer treatment and the device started smoking. The end-user stated that she put her fingers down to push the green button to power down the device and the device shocked her pointer finger that she was pressing with as well as the middle finger and the ring finger that she had placed on the device. The end user stated that the 3 fingers were numb immediately after the incident however she was able to pick up the smoking device and place the device outside where the device continued to smoke for approximately 5 minutes. The end-user stated that she is beginning to get feeling back into her 3 fingers and now feels pins and needles in the fingers. The end-user stated that she has not required or sought any medical treatment at this time. The device was returned to medline for evaluation and no internal damage was found. The fuse was not blown and the wiring inside of the unit was intact. No root cause could be determined. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the end-user that the device just started smoking from the area where the green power button is located and when she turned off the device she felt an electrical shock in her fingers.